Event description:
The customer tested his blood glucose using his contour meter and received a reading of 256 mg/dl. He retested using another meter and received a reading of 110 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer returned the test strips for eval. Replacement test strips were sent to the customer.